Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and diabetes ketoacidosis since monday. Customer went to get her blood work done, and the doctor informed her of this. The customer's blood glucose at the time of incident was over 400 mg/dl, and was experiencing symptoms such as vomiting. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.